Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a loss of connection had occurred. No product was provided for evaluation however data has been received for investigation. A follow-up will be submitted upon completion of data investigation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
A data investigation will not be performed as signal loss up to one hour is within specification. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/12/2018 that on (B)(6) 2018 a loss of connection had occurred. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. A voltage test was performed and the device held no voltage; therefore functional testing could not be performed. A review of the share logs was performed and showed signal loss on issue date. The probable cause could not be determined. No additional event or patient information is available.